Event description:
It was reported to manufacturer that the seat separated from the top of the elevator. Upon inspection and investigation, manufacturer believes that this incident was caused by improper maintenance or improper assembly by the dealer of the bolts attaching the seat to the elevator. To the extent that the improper assembly occurred at the manufacturer level, the quality assurance department has been notified. The user did not report any injury.

Manufacturer narrative:
Manufacturer evaluated the wheelchair on or about december 14, 2006. Manufacturer inspected the attachment point of the seat to the elevator and determined that one or more of the attachment bolts were under torqued resulting in the remaining bolts bearing an excessive load and ultimately breaking due to fatigue. Manufacturer inspects every wheelchair before it is cleared for shipment, which inspection would reveal any fastening problems with the seat to the elevator. Accordingly, manufacturer believes that the seat fasteners were removed or replaced at some point by a dealer who serviced the chair and were under torqued. To the extent the improper assembly occurred at the manufacturer level, the quality assurance has been notified. Manufacturer replaced seat elevator and shroud.